Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for pseudomonas aeruginosa in a patient coincident with peritoneal dialysis (pd) therapy. In 2010, the patient was diagnosed with bacterial peritonitis. Hospitalization was not reported. It was not reported if remedial therapy was prescribed. The root cause of the bacterial peritonitis was unknown. On an unreported date in 2010, the event of bacterial peritonitis resolved. It was not reported if dianeal and nutrineal therapies continued. The nurse believed that the event of bacterial peritonitis was unrelated to dianeal and nutrineal therapies.